Event description:
It was reported that the pump had alarmed "no disposable." The settings were reviewed, but the alarm persisted. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed "no disposable". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.